Event description:
Had surgery to remove my left fallopian tube as essure is broken in half, second part of essure is not in my other fallopian tube it's in my uterus wall, irregular menstrual cycle very heavy periods, migraines, gained weight, abdominal pain, swollen legs, mood swings etc..